Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that during the first and second analysis periods of high amplitude artifact were shown. Artifact of this nature can be caused by CPR being performed, patient movement or poor electrode attachment. Artifact of this nature can affect the analysis results. The device did warn the user to "stop CPR" twice as additional compressions were detected after the first audible voice prompt. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.